Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was difficult to interrogate. The rep tried multiple times, moving the wand around the patient to try to connect. Technical services (ts) reviewed and provided troubleshooting for the rep and asked if the rep to confirm no mris had been performed with this patient. Ts had also recommended trying another programmer, wand or room in the clinic. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was difficult to interrogate. The rep tried multiple times, moving the wand around the patient to try to connect. Technical services (ts) reviewed and provided troubleshooting for the rep and asked if the rep to confirm no mris had been performed with this patient. Ts had also recommended trying another programmer, wand or room in the clinic. The rep confirmed the interrogated programmer wand was replaced to resolve the interrogation. This ICD remains in service. No adverse patient effects were reported.